Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. The reported difficulty to advance could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty to advance appears to be related to circumstances of the procedure as it is likely the device interacted with the guide catheter during advancement causing the reported difficulty to advance and noted material deformation (bent stent struts). The investigation was unable to determine a conclusive cause for the reported stent break as a stent break was not found during return evaluation. It should be noted the stent struts were noted as bent during return evaluation of the device which may have been identified as a stent break by the account. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
N/a

Event description:
It was reported that during the procedure, the 3.5x18 mm xience pros stent delivery system (sds) was advanced through a catheter with resistance noted. The sds was removed and upon removal it was noted there was a broken stent strut; however, it was not in two pieces and no portion remained in the patient. Another xience stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.